Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that an ICD check was done and understood "one of his wires was broke". It was further reported, the hvb impedance was >200 ohms, there was oversensing, and there may have been noise on the pace/sense leads. No patient complications have been reported as a result of this event.